Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument ¿got stuck and tried to release.¿ use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not stuck on the robotic arm. The instrument was grasping tissue and would not open to release the tissue. The surgeon was coagulating and cutting tissue when the issue occurred. The issue with the instrument did not occur after a system fault. The surgeon/or staff was not able to successfully open the jaws intraoperatively and release the tissue. The surgeon pulled out the instrument to remove from the tissue. There was not any adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a missing grip open lever at the proximal end. The missing piece was not returned. This causes instrument to get stuck and not to release. When placed and driven on the in-house system, the instrument passed recognition, engagement, cut and seal tests on 3 out of 3 attempts. The complaint was confirmed by failure analysis.